Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was reported the patient was hospitalized for treatment, however, the treatment was unknown. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing during treatment. No additional information is available as the reporter declined follow up.